Event description:
It was reported that the distal part of the suture broke and was unable be removed. A stenosed target lesion was located at mildly tortuous and moderately calcified biliary tract. A vtcb/8.3 flexima was selected for used. The catheter was attempted to withdraw after few days of drainage. During withdrawal, it was reported that the distal part of the catheter locking string was unable to be removed. It was remained inside the patient's body. There were no patient's complications reported. It was further reported that there were no additional interventions done to removed the disconnected suture. The patient's condition post-procedure was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:09 am CT. The report number is being corrected from: 2134265-2018-64297 to: 2134265-2018-62215.

Event description:
It was reported that the distal part of the suture broke and was unable be removed. A stenosed target lesion was located at mildly tortuous and moderately calcified biliary tract. A vtcb/8.3 flexima was selected for used. The catheter was attempted to withdraw after few days of drainage. During withdrawal, it was reported that the distal part of the catheter locking string was unable to be removed. It was remained inside the patient's body. There were no patient's complications reported. It was further reported that there were no additional interventions done to removed the disconnected suture. The patient's condition post-procedure was stable. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the proximal section (pigtail) was found to be buckled/accordion and the suture string was returned broken. No other anomalies or damages were encountered.

Event description:
It was reported that the distal part of the suture broke and was unable be removed. A stenosed target lesion was located at mildly tortuous and moderately calcified biliary tract. A vtcb/8.3 flexima was selected for used. The catheter was attempted to withdraw after few days of drainage. During withdrawal, it was reported that the distal part of the catheter locking string was unable to be removed. It was remained inside the patient's body. There were no patient's complications reported.